Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a ureteral stent placement procedure, and, during the procedure, the device has separated. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a tria ureteral stent was to be used in a ureteral stent placement procedure, and, during the procedure, the device has separated. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this tria ureteral stent underwent a thorough analysis. Visual analysis of the returned device revealed that the suture was still attached to the bladder coil, however, it was cut and entangled. It was also found that the bladder coil was detached and the stent shaft was not. During magnification inspection, it was possible to see that the suture hole and the bladder coil tip were torn, probably caused by the suture. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break could not be confirmed. It was not possible to identify any evidence of the alleged issue on the device since the detachment was found on the bladder coil not in the stent shaft. The retrieval line may be removed before placement at the physician's discretion, however, if the retrieval line gets entangled in the bladder coil and was removed using excess force, the stent could get detached during the procedure affecting the performance of the device. There was evidence that the suture was intended to be removed since it was returned cut and entangled on the bladder coil. The force applied to remove the suture may have caused the torn observed on the suture hole and the bladder coil tip. A conclusion code of adverse event related to procedure was assigned to this investigation. Correction to block d4: unique identifier (UDI)